Manufacturer narrative:
A supplemental report is being submitted for additional information to: b5. Desc evt problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon arrival to the emergency room, the lactate level was 8.8 and the glasgow coma scale (gcs) was 8.an echocardiogram done approximately one week after admission showed that flow in the ventricular assist device (vad) canula was irregular.

Manufacturer narrative:
### A supplemental report is being submitted for updated investigation completion. Product event summary: the pump ((B)(6)), two (2) controllers ((B)(6)), and two (2) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Log file analysis pertaining to (B)(6) revealed four (4) vad stopped alarms, two (2) vad disconnect alarms, two (2) power disconnect alarms, and eighteen (18) hight watt alarms were logged on 28/jan/2021. Log file analysis pertaining to (B)(6) revealed a controller power up event logged on 28/jan/2021 at 18:31:05. The data point recorded prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 26% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the initial loss of power. The controller was without power for eight (8) seconds. A vad stopped alarm was then logged at 18:31:46, indicating that the pump failed to restart after several attempts. This was followed by additional controller power up events, additional vad stopped alarms, and vad disconnect alarms logged between 18:32:15 and 18:50:27, likely due to troubleshooting of the controller and/or the reported controller exchanges. Two (2) power disconnect alarms were logged at 18:46:12 and 18:48:23 involving (B)(6) and (B)(6), respectively. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event logs recorded a high-power consumption during attempted motor starts, which required more current from the batteries. The batteries were most likely physically disconnected by the patient shortly after, causing the controller to log these events as power disconnect alarms. A successful motor start event was recorded at 18:50:33, after which the pump¿s power consumption was above normal operating range and eighteen (18) high watt alarms were logged since 19:18:48. Log file analysis pertaining to (B)(6) revealed four (4) vad disconnect alarms and two (2) vad stopped alarms were logged on 28/j an/2021. Log file analysis pertaining to (B)(6) also revealed two (2) controller power up events logged on 28/jan/2021 at 18:42:03 and 18:42:53. Two (2) vad disconnect alarms were logged at 18:42:07 and 18:42:59. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2020. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point with the pump connected since (B)(6) 2020 was logged on 28/jan/2021 at 18:43:27, indicating that the power up events and the vad disconnect alarms occurred during a controller exchange. Two (2) vad stopped alarms were logged at 18:44:24 and 18:47:08, indicating that the pump failed to restart after several attempts. This was followed by additional controller power up events and additional vad disconnect alarms logged between 18:46:53 and 22:33:05, likely due to the reported controller exchanges and/or to troubleshooting of the controller. As a result, the reported losses of power, power disconnect alarms, vad stopped alarms, and high power events were confirmed. Information received from the site indicated that the patient experienced loss of consciousness with superficial breathing and no pulse. Respiratory support was provided, and the patient went into ventricular fibrillation. Upon the admission to the intensive care unit (ICU) the patient was in an arrhythmia and had a peripheral pulse. The patient was treated with lidocaine and their rhythm returned to normal. An echocardiogram was performed, and it was noted that the running sound of the ventricular assist device (vad) was different. Cranial computerized tomography (CT), thorax CT, and angiogram were performed for thrombus evaluation with normal results. Although the patient did not receive thrombolytic therapy, the device values regressed to their previous levels. The patient's routine anticoagulation therapy was continued. The patient was extubated the next day but had not completely returned to normal consciousness, and the vad sound was still noted to be different. Additional information provided by the site confirmed the reported "the running sound of the vad was different" event. It was further reported that upon arrival to the emergency room, the patient¿s lactate level was 8.8 and the glasgow coma scale (gcs) was 8. An echocardiogram was performed approximately one (1) week after the admission and showed irregular flow in the vad canula. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and cardiac arrhythmias are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a cardiac arrhythmia and thrombus event. (B)(6) is not in scope of fca cvg-21-q3-21. A possible root cause of the initial cont roller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, the most likely root cause of the remaining controller power up events can be attributed to controller exchanges. CAPA (B)(4) is investigating controller losses of power. A possible root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. CAPA (B)(4) is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. A possible root cause of the reported power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power sources. Based on the available information and historical review of similar events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, the reported "the running sound of the vad was different" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placeme nt of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products:heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2019 / serial #:(B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 10-jan-2018, (B)(4), heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2019 / serial #: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 22-jan-2018, (B)(4). Heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun. Mfg date: 19-nov-2018 (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun, mfg date: 24-sep-2018, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about sixty to ninety minutes after changing the battery the controller displayed "ventricular assist device (vad) stopped alarm - change the controller". The patient's relatives exchanged the primary controller with the back-up controller properly, but the vad did not run. After emergency services was called, the relatives continued to exchange the controllers. The ambulance team found the patient unconscious with superficial breathing and no pulse. Respiratory support was provided with a bag valve mask and the patient went into ventricular fibrillation (vf). The ambulance team defibrillated twice, the patient's arrhythmia improved, and the vad started to run. The patient was taken to the nearest hospital emergency room, where the patient was intubated and then taken to the intensive care unit (ICU). Upon entry the controller gave a high power alarm; the patient was in an arrhythmia and had a peripheral pulse. The patient was given lidocaine and their rhythm returned to normal. An echocardiogram was performed, and it was noted that the running sound of the vad was different. Cranial computerized tomography (CT), thorax CT, and angiogram were performed for thrombus evaluation with normal results. Although the patient did not receive thrombolytic therapy, the device values regressed to their previous levels. The patient's routine anticoagulation therapy was continued. The patient was extubated the next day but had not completely returned to normal consciousness, and the vad sound was still noted to be different. It was also noted that the primary controller had unexpected losses of power and two batteries exhibited momentary disconnections. The controllers and vad remain in use and the batteries were removed from use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two batteries exhibited power disconnects with associated power disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The event description was corrected to specify that the batteries exhibited power disconnects with associated power disconnect alarms. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump, two (2) controllers, and two (2) batteries were not returned for evaluation. Log file analysis revealed that con318380 was the patient¿s primary controller. Log file analysis pertaining to con318380 revealed four (4) vad stopped alarms, two (2) vad disconnect alarms, two (2) power disconnect alarms, and eighteen (18) hight watt alarms were logged on (B)(6) 2021. Log file analysis pertaining to con318380 revealed a controller power up event logged on (B)(6) 2021 at 18:31:05. The data point recorded prior to the losses of power revealed that bat650364 was connected to power port one (1) with 95% relative state of charge (rsoc) and another battery was connected to power port two (2) with 26% rsoc. The data point recorded after the loss of power revealed that bat650364 was connected to power port one (1) and a different battery was connected to power port two (2). No anomalies were recorded leading up to the initial loss of power. The controller was without power for 8 seconds. A vad stopped alarm was then logged at 18:31:46, indicating that the pump failed to restart after several attempts. This was followed by additional controller power up events, additional vad stopped alarms, and vad disconnect alarms logged between 18:32:15 and 18:50:27, likely due to troubleshooting of the controller and/or the reported controller exchanges. Two (2) power disconnect alarms were logged at 18:46:12 and 18:48:23 involving bat653238 and bat650364, respectively. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event logs recorded a high-power consumption during attempted motor starts, which required more current from the batteries. The batteries were most likely physically disconnected by the patient shortly after, causing the controller to log these events as power disconnect alarms. A successful motor start event was recorded at 18:50:33, after which the pump¿s power consumption was above normal operating range and eighteen (18) high watt alarms were logged since 19:18:48. Log file analysis pertaining to con318798 revealed four (4) vad disconnect alarms and two (2) vad stopped alarms were logged on (B)(6) 2021. Log file analysis pertaining to con318798 also revealed two (2) controller power up events logged on (B)(6) 2021 at 18:42:03 and 18:42:53. Two vad disconnect alarms were logged at 18:42:07 and 18:42:59. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2020. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point with the pump connected since (B)(6) 2020 was logged on (B)(6) 2021 at 18:43:27, indicating that the power up events and the vad disconnect alarms occurred during a controller exchange. Two (2) vad stopped alarms were logged at 18:44:24 and 18:47:08, indicating that the pump failed to restart after several attempts. This was followed by additional controller power up events and additional vad disconnect alarms logged between 18:46:53 and 22:33:05, likely due to the reported controller exchanges and/or to troubleshooting of the controller. As a result, the reported losses of power, power disconnect alarms, vad stopped alarms, and high power events were confirmed. Information received from the site indicated that the patient experienced loss of consciousness with superficial breathing and no pulse. Respiratory support was provided, and the patient went into ventricular fibrillation. Upon the admission to the intensive care unit (ICU) the patient was in an arrhythmia and had a peripheral pulse. The patient was treated with lidocaine and their rhythm returned to normal. An echocardiogram was performed, and it was noted that the running sound of the ventricular assist device (vad) was different. Cranial computerized tomography (CT), thorax CT, and angiogram were performed for thrombus evaluation with normal results. Although the patient did not receive thrombolytic therapy, the device values regressed to their previous levels. The patient's routine anticoagulation therapy was continued. The patient was extubated the next day but had not completely returned to normal consciousness, and the vad sound was still noted to be different. Additional information provided by the site confirmed the reported "the running sound of the vad was different" event. Per the instructions for use, device thrombus and cardiac arrhythmias are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a thrombus event. (B)(6) is not in scope of fca cvg-21-q3-21. A possible root cause of the initial controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, the most likely root cause of the remaining controller power up events can be attributed to controller exchanges. A possible root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. A possible root cause of the reported power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power sources. Based on the available information and historical review of similar events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, the reported "the running sound of the vad was different" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: con318380 h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d12, d15 d4: serial or lot#:bat653238 h3: yes h6: img code(s): g02002 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14, d12 d4: serial or lot#: bat650364 h3: yes h6: img code(s): g02002 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14, d12 d4: serial or lot#: con318798 h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.